Event description:
It was reported that a patient presented to the emergency room due to a vibratory alert. Device interrogation revealed alert for non-sustained right ventricular oversensing (nsrvo) due to right ventricular (rv) lead noise. Programming changes were performed to resolve the issue. The patient condition was stable.